Event description:
It was reported that the camera head had error e224 (communication error) and a white balance problem. It was reported that the e224 error appeared after each start. There was no patient involvement as this occurred during the inspection of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: h6-health effect - impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. However, error code e223 appeared "white balance cannot be achieved." Based on the results of the investigation, it is likely the cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had error e224 (communication error) and a white balance problem. It was reported that the e224 error appeared after each start. There was no patient involvement as this occurred during the inspection of the device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.